Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The actual device involved in the incident was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The typical cause(s) of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guide. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Original event device was not returned.

Event description:
It was reported that the first implant was inserted correctly but upon insertion of the second trocar, the knot did not slide all the way down to the meniscus. The peek implant was not able to be removed, only the suture was able to be pulled out. The surgeon attempted again with another cinch, the first insertion was successful but when the 2nd trocar deployed the peek implant came off the needle prior to insertion into meniscus. The second peek implant was removed. (Five cinches total were used successfully, all with the same lot number.) Meniscal repair...